Manufacturer narrative:
Cmp (B)(4) g3 foreign source: japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, the spring of a drill pin was deformed and fractured during the surgery. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Visual evaluation of the returned drill pin confirmed a fractured spring near the collar and the instrument was deformed around the collar. Dimensional analysis identified the device was within specification. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.